Event description:
X-ray at 7 months after implantation of the slic-screw shows the screw to be broken. Explantation surgery, a normal requirement for this product, required extra steps and extra time as a result of the break in the screw.